Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the issue but verified the reported issue was logged in the device's memory. Stryker calibrated the device to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device alarmed and paused. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated with the reported event.